Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no indication of a device malfunction, or a possible quality deficiency that may have contributed to this event. Without device return, no further investigation can be performed into this report.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the ring was explanted after an implant duration of approximately 22 months due to a dehisced mitral annuloplasty ring and severe mitral insufficiency. The edwards' ring and the native valve were replaced by an edwards pericardial valve. Operative report indicates, " the ring was easily removed, we resected a small area of a flail posterior leaflet. We then detached the entire anterior leaflet, brought it down to the posterior leaflet, placed mattress sutures with pledgets on the atrial side and then inserted a 29 ring." Through follow-up, the surgeon indicated that the reason for explant is not related to a device malfunction.